Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a 21mm sjm regent heart valve with flex cuff was chosen for a procedure. During procedure, the valve was implanted, and the valve gauge was used to test leaflet function. It was noted that there was poor valve opening and closing. While the patient remained on bypass, the valve was removed and replaced with a new 21mm sjm regent heart valve with flex cuff. Once the valve was removed from the patient, the leaflets were tested and were not moving normally. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects. The patient was reported to be in stable condition.

Manufacturer narrative:
H6 medical device problem code: removed code 4012 physical resistance/sticking. Added code 1260 fracture. An event of leaflet fracture during procedure and resistance when rotating the valve was reported. The investigation found one leaflet remained intact while the other leaflet had fractured and been dislodged from the orifice, consistent with an external force applied to the leaflet. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. While the root cause of the leaflet fracture could not be conclusively determined, there was no evidence of material defect in the carbon coating that may have caused or contributed to the leaflet fracture. The damage may have been caused by some external force applied to the valve which overstressed the carbon material. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported that on (B)(6) 2024, a 21mm sjm regent heart valve with flex cuff was chosen for a procedure. During procedure, the valve was implanted, and the valve gauge was used to test leaflet function. The holder handle was fully inserted into the orifice at a 90 degree angle. The physician rotated the valve with the valve rotator, and there was resistance felt when rotating. The valve was in a closed position when it was rotated, and the leaflet fractured. All pieces of the fractured leaflet were removed from the patient. While the patient remained on bypass, the valve was removed and replaced with a new 21mm sjm regent heart valve with flex cuff. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects. The patient was reported to be in stable condition.